Event description:
It was reported that the stent prematurely deployed and fractured. A 8 x 40 x 130cm innova self-expanding stent system was selected to treat stenosis in the common carotid artery. During the procedure, the stent prematurely deployed. It was observed that the stent had fractured as well. The stent was replaced with another of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. Microscopic examination revealed no additional damages. The stent appears to have been deployed and did not returned for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported that the stent prematurely deployed and fractured. A 8 x 40 x 130cm innova self-expanding stent system was selected to treat stenosis in the common carotid artery. During the procedure, the stent prematurely deployed. It was observed that the stent had fractured as well. The stent was replaced with another of the same model to complete the procedure. There were no patient complications reported. It was further reported that the stent was fractured after removal from the patient. The fracture occurred external to the patient.

Event description:
It was reported that the stent prematurely deployed and fractured. A 8 x 40 x 130cm innova self-expanding stent system was selected to treat stenosis in the common carotid artery. During the procedure, the stent prematurely deployed. It was observed that the stent had fractured as well. The stent was replaced with another of the same model to complete the procedure. There were no patient complications reported. It was further reported that the stent was fractured after removal from the patient. The fracture occurred external to the patient.